Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no frozen display on the device. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The device had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Troubleshooting for the button error alarm was performed. Customer stated that they removed the battery and received a button error alarm. Customer advised the device may have been exposed to sweat but they were not sure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.